Event description:
Information received indicated that the right siderail would not latch.

Manufacturer narrative:
The hill-rom found that siderail bracket was bent. He replaced the bracket to resolve the issue.